Manufacturer narrative:
Unit had unresponsive up and down buttons due to unlocked j2/lcd keypad connector. Unable to perform self-test, and displacement test. Reconnected j2/lcd keypad connector, all button function properly. Pump history download using thds was successful. There is button error alarm on (B)(6) 24 07:28:09 in download history. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Peeled out keypad overlay, found esc buttons flattened (creased) buttons dome switch. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and missing end cap sticker. In conclusion, unresponsive up and down buttons during testing and button error alarm in file history due to unlocked j2/lcd keypad connector confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported being unable to use the bolus keypad. Troubleshooting was performed and found that the customer did not press a button down for 3 minutes or longer and the customer stated that not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.